Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Patient code and device code: no information regarding the event has been processed. The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
It is alleged that the pt. Received a bird's nest on (B)(6) 1998. It is alleged that the pt. Was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Additional information: investigation ¿ it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. The gianturco-roehm bird¿s nest vena cava filters are placed via standard percutaneous entry (seldinger) technique. Introduction of the gianturco-roehm bird¿s nest filter is accomplished through a series of controlled steps which allow the operator to alter placement to accommodate anatomic variations. The gianturco-roehm bird¿s nest filter¿s hook wire design and two pair of ¿v¿ shaped struts hold the filtering wires in place and facilitates a secure fixation in the vena cava with a minimal risk of migration or vessel perforation. The bird¿s nest vena cava filters are intended for the prevention of recurrent pulmonary embolism via placement in the vena cava. The bird¿s nest® vena cava filters are intended for the prevention of recurrent pulmonary embolism via placement in the vena cava in the following situations: 1. Pulmonary thromboembolism when anticoagulants are contraindicated; 2. Failure of anticoagulant therapy in thromboembolic diseases. 3. Emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced. 4. Prophylactically in patients with chronic, recurrent pulmonary embolism where anticoagulant therapy has failed or is contraindicated. It is concluded that these devices meet the performance requirements necessary to perform their intended use safely and effectively. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date this report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information provided at this time.